Event description:
The user facility reported that a partial thrombosis of the capiox fx05 bypass oxygenator occurred during priming. The oxygenator was replaced and there was no impact on the patient. The event occurred intra-operative. There was no patient injury/medical or surgical intervention required. The procedure outcome was not reported. The final patient impact was not harmed.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Health professional: unknown. Occupation: others. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete review of the manufacturing history record and the shipping inspection record of the actual sample confirmed that there was not any anomaly in them. A search of the complaint file found no other similar report for the involved product code/lot number combination. (B)(4).

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. H6: investigation findings - 114 is based upon the evaluation of user facility information; 213 is based upon functional testing of the returned sample. H6 - investigation conclusion - 4310 is based upon evaluation of the user facility information; 67 is based upon functional testing of the returned sample. Visual inspection of the actual sample (state as received) found that the venous blood inlet port located at the top of the reservoir had been broken. No anomalies such as a breakage were found in other parts. The actual sample was rinsed, dried, and the actual oxygenator sample was built into a circuit with tube, and then, bovine blood (hct 35% and temp. 37°c) was circulated at a flow rate of 1.5 l/min while the pressure drop was determined. The obtained value was confirmed to meet the specifications and no clogging was observed. Subsequently, physiological saline solution was flowed into the blood channel. No formation of blood clots was observed. Bovine blood (hct 35%, temperature 37 °c ) was flowed into the cr filter of the actual reservoir sample at a flow rate of 1.5 l / min while the pressure drop was determined. The obtained value was confirmed to meet the specifications and no clogging was observed. Bovine blood (hct 35%, temperature 37 °c ) was flowed into the defoamer of the venous filter of the actual reservoir sample at a flow rate of 1.5 l / min while the pressure drop was determined. The obtained value was confirmed to meet the specifications and no clogging was observed. According to the investigation result, no anomaly was observed in the rinsed actual sample. As a cause of occurrence in this case, it was conceived possible that blood clots were generated due to some factors (e.g. Blood property), however, the definite cause of occurrence could not be determined. IFU states: "do not supply gas during priming. (B. Priming procedure caution)" terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.